Manufacturer narrative:
The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2l eva empty bag was leaking. This event occurring during set up and the location of the leak was unknown. The reporter stated that the product was being used to prepare nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Underwater pressure test showed a leak from the bag. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.